Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a channel b failure code 814:02 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pumphead module (phm). The phm was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code 814:02. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the central sterile department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.